Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an infection. The source of the infection was not specified but it was noted that the patient is on dialysis. Blood cultures were positive. The implantable pulse generator (ipg) system was explanted and an implantable loop recorder was implanted as the patient may no longer require a pacemaker. No further patient complications have been reported as a result of this event.